Event description:
It was reported via repair work order that the bed would not go up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.